Event description:
The mother-in-law of the trial patient reported they woke up from the trial procedure with incisional pain and that they were not given pain medication. It was also reported that the trial patient got sick during their trial and they had to have the device taken out. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).